Event description:
A customer reported they were generating erratic potassium results. The customer provided the following evidence: a result of 6.4 mmol/l repeated at 4.8 mmol/l. A result of 7.2 mmol/l repeated at 4.7 mmol/l. A result of 7.8 mmol/l repeated at 4.8 mmol/l. The customer stated that these results were not reported outside of the lab and there was no change to patient treatment.

Manufacturer narrative:
At the request of the hotline the customer performed a mid-standard and reference solution prime. When performing this action the customer observed bubbles in the reference line. A field service engineer (fse) was dispatched and confirmed the system contained a defective reference valve. The fse confirmed the presence of bubbles in the reference line. The fse replaced the reference valve mu7638. No further ise issues were observed after replacement of the reference valve. The ise errors generated were caused by a reference valve malfunction. A defective reference valve causes the relationship of pressures within the ise lines to become abnormal. This permits the intrusion of the reference liquid, which does not normally enter into electrode section of the flowcell. The reference liquid can mix with the sample liquid, resulting in erroneous results. The available evidence shows that the erroneously high potassium arose from a defective reference valve. No further issues were seen after the replacement of this part. A CAPA investigation has been initiated to address this issue. The manufacturer's reference # for this event is (B)(4).